Event description:
It was reported that during an unspecified procedure using a pt2 moderate support 185cm guide wire, the guide wire became stuck in the coronary prosthesis. The guide wire fractured during removal of the system, and a part of the guide wire remained inside the prosthesis. A control coronary angiography was performed and did not show any clinical consequences. The patient suffered no injury from the event.